Event description:
It was reported that the cannula barb of the unit broke off and the patient could not breath. It was also reported that the patient had to go to hospital because he was on 40% oxygen, had a crack on his tubing, and his heart had to go undergo open surgery. The inogen team attempted to contact patient for further information three times with no response.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.